Event description:
Reporter contacted technical solutions to report a pump explant. Reporter stated that the pump was explanted due to the fact that "it would lnot analysis [sic]." Additional communication confirmed that the reporter did not know specifically what the issue was.

Manufacturer narrative:
Pending completion of device analysis. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Internal complaint number: (B)(4).

Manufacturer narrative:
Device was returned for additional evaluation and investigation. Additional physical investigation was performed on the device, but the alleged issue could not be confirmed. Visual inspection of the pump did not show any anomalies with the exterior of the pump. Functional analysis of the pump confirmed the pump successfully primed and flowed within design specifications. No issue was found with the device. Internal complaint number: (B)(4).